Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, ventricular fibrillation and a shaft break occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). During advancing of the 2.75x32mm taxus liberte stent to the target lesion the shaft was kinked. As the device reached the target lesion the patient experienced sudden ventricular fibrillation. The physician removed the device prior to stent deployment, however upon removal of the device the shaft broke. A portion of the distal shaft was outside the patient so the distal shaft was pulled from the patient. The ventricular fibrillation resolved once the device was removed from the patient. The procedure was completed with another 2.75x32mm taxus liberte stent. No additional patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, ventricular fibrillation and a shaft break occurred. The 90% stenosed target lesion was located in the right coronary artery (rca). During advancing of the 2.75x32mm taxus liberte stent to the target lesion the shaft was kinked. As the device reached the target lesion the patient experienced sudden ventricular fibrillation. The physician removed the device prior to stent deployment, however, upon removal of the device the shaft broke. A portion of the distal shaft was outside the patient so the distal shaft was pulled from the patient. The ventricular fibrillation resolved once the device was removed from the patient. The procedure was completed with another 2.75x32mm taxus liberte stent. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte stent delivery system (sds) with stent and no original packaging or other devices. There was blood in the guidewire lumen. The balloon was tightly folded and the stent was secured on the balloon. The hypotube was fractured 73cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).